Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient had an impella cp implant and during support there was a leak in the 14 fr sheath after placement of the companion sheath.

Manufacturer narrative:
The investigation for the introducer damage has been completed. The product was not returned for investigation. A data log review was not required for this case. According to the clinical report, the hemostasis valve was found damaged on the 14 fr introducer, and a leak was reported from the valve. Image was not provided for confirming valve damage. The cause of the introducer damage issue was not determined since product was not returned and sufficient clinical information was not provided. Corrections to the initial MFR report:d4-model number